Event description:
It was reported that this event involved a male patient, with no known allergies. He was admitted to the hospital to undergo prostate surgery. Patient (pt) was to be treated with an arrowg+ard catheter during procedure. In 2008, catheter was inserted via internal jugular approach. Anaphylactic shock was suspected as pt reacted immediately after catheter insertion. Prior to insertion of catheter systolic blood pressure was stable, between 130 & 140. About 3-5 minutes after pressure fell to 40. Md tried to stabilize pt by using catecholamine (unknown qty.). Minutes after catheter insertion pt. Showed redness on the breast & belly areas. Approximately 15 minutes later there were welts on breast & belly areas. An application of 1 mg cortisone was given to pt approximately 30 minutes after application catheter was removed & replaced by a standard catheter. Details of event: patient (pt) stabilized & was moved to intensive care station for further monitoring. Pt. Was to leave hospital after two days for further treatment by his family physician. There he receive allergy tests for chlorhexidine & silver sulfadiazine. Pt.will return to hospital in two weeks. If possible hospital we will receive results of allergy tests. Sample will not be returned for evaluation.